Event description:
The account stated the head of the bed is drifting down slowly.

Manufacturer narrative:
The tech removed the CPR/emergency trend valve and found the rubber plunger missing from the valve. He removed the rubber from the block and replaced the CPR valve to repair the bed.